Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to bent cannula but pump never alerted for flow block. Customer had a high blood glucose of 969 mg/dl at the time of incident. The current blood glucose was 200 mg/dl. Customer reported the following symptoms related to their high blood glucose were nausea, vomiting, difficulty breathing, and pain in abdomen. Customer treated high blood glucose with the insulin drip while the treat for kidney. The customer was off the insulin pump for less than 48 hours. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer saw the cannula bent and pump did not alarm. Performed displacement test and which was failed. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.